Event description:
It was reported the patient was undergoing a concomitant open heart procedure of maze/avr. The maze procedure was performed utilizing an epicor sizer and an ultracinch device without difficulty. The physician proceeded to utilize an ultrawand lp device. During 120 second ultrawand ablation at approximately 20 seconds remaining, an audible "popping sound" was heard coming from the ultrawand. A vibration was heard and felt. The physician immediately removed the ultrawand device from the patient and a "hole" was noted in the heart in the proximity of the av grove/ventricle. The physician immediately placed the patient on pump and then proceeded to correct the problem by utilizing a bovine sjm pericardial patch. The physician then proceeded to implant a sjm epic tissue valve in the aortic position. The case proceeded and the patient then came off the pump. The patient was in normal sinus rhythm with stable hemodynamics following the procedure. Several hours post procedure, the physician indicated to the sjm rep, that the patient continued to be both in normal sinus rhythm and hemodynamically stable. The perioperative tee assessment indicated: a successful patch repair with no leak. A successful implantation of aortic valve demonstrating good coaptation and no leak. Noted mitral regurge. The physician feels added mitral regurge was a direct result of having to patch the hole that was incurred.

Manufacturer narrative:
The product is currently in the possession of the hospital. A follow up report will be submitted upon completion of our investigation.